Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Per service manual operational and diagnostic analysis does not confirm the reported issue (fms vue pump was turning on & off during an acl reconstruction case). The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. No further investigation beyond what is noted below will be conducted on this complaint.

Event description:
It was reported by the sales rep that during an acl reconstruction surgical procedure, it was observed that the fms vue pump was turning on and off. It was further observed that the pressure was not satisfactory that the surgeon had to turn up from 90 to 130. There were no delays in the procedure as a spare device was available for use to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Date received by manufacturer for follow-up 1 should be december 17, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. The device was received at the service center and evaluated. Per service manual operational and diagnostic analysis does not confirm the reported issue (fms vue pump was turning on & off during an acl reconstruction case). The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. No further investigation beyond what is noted below will be conducted on this complaint. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).